Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the etco2 module had failed leak down test due to bad oridion board, replaced it with a new oridion board. Performed leak down test and co2 calibration with passing results. A review of the device history record for sn(B)(4) was performed from date of manufacture 21jun2017 to present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that an unknown issue occurred with the device. It needed repairs/service. No additional information was provided. No patient involvement was noted.